Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads. The insulin pump functioned properly during the prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted.

Event description:
Customer called to report the insulin pump had cracks in the reservoir housing. The insulin pump had alarmed for no delivery. Blood glucose reading was 128 mg/dl. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).